Event description:
It was reported that insyte autog bc pnk 20ga x 1.0in leaked. The following information was provided by the initial reporter: it was reported catheters leaking form the spot where the catheter meets the hub.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1109258, medical device expiration date: 2024-03-31, device manufacture date: 2021-04-20. Medical device lot #: 1103754, medical device expiration date: 2024-03-31, device manufacture date: 2021-04-13. Medical device lot #: 1074143, medical device expiration date: 2024-02-29, device manufacture date: 2021-03-15. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autog bc pnk 20ga x 1.0in leaked. The following information was provided by the initial reporter: it was reported catheters leaking form the spot where the catheter meets the hub.